Event description:
It was reported that the customer had a frozen display on the insulin pump. The customer's blood glucose level was 197 mg/dl. The customer insulin pump screen is completely blank. The customer is calling back with a frozen display after installing a new battery for previous frozen display issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no act button response due to a flattened button dome switch. No frozen screen was noted. No time clock anomaly could be verified due to the unresponsive button. The insulin pump was received with minor scratches on the display window, cracked reservoir tube lip, cracked battery tube threads and a missing end cap sticker.